Event description:
It was reported via repair work order that the bed motor functions were experiencing intermittent power due to the CPR reset switch being out of adjustment. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.